Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, a plastic coating was covering the helix tip on the left ventricular (lv) lead. As the physician was not comfortable with this, the lv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.